Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient received inappropriate hv therapy due to lead dislodgement. During the lead replacement procedure, the physician noted infection. The system was explanted. Patient was in good condition after the event.